Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was stated that it took two inflation attempts to deploy the 3.00 x 38mm onyx stent; 18 atm inflation pressure was applied on first inflation, while 19 atm inflation pressure was applied on second inflation. Post dilation was achieved using a 3.0 x 15mm nc euphora balloon. It was later reported that the 3.00 x 38mm onyx stent deformed when attempting to cross with the 3.00 x 30mm onyx stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use two resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 100% stenosis located in the mid right coronary artery (rca). The devices were inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. The devices did not pass through a previously deployed stent. Resistance was not encountered when advancing the 3.00 x 38mm stent. Resistance was encountered when advancing the 3.00 x 30mm stent. Excessive force was not used during delivery of devices. It was reported that stent dislodgement occurred during delivery to/at a lesion. It was stated that the 3.00 x 38mm stent was deployed. An attempt to cross the deployed 3.00 x 38mm stent with the 3.00 x 30mm stent failed and stent dislodgement occurred when attempting to remove the catheter. It was reported that a snare was used to grab the 3.00 x 30mm stent which then entangled with the 3.00 x 38mm stent and both stents were removed using the snare. The patient was reported to be alive with no injury.